Manufacturer narrative:
Please refer to the attached maude report that zoll medical has received in 2009. Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to allow discharge. Complainant indicated that the pt subsequently expired.